Manufacturer narrative:
Initial reporter phone number continued: (B)(6). Initial reporter fax number continued: (B)(6) health effect : impact code continued: f2203 : imaging required. Visual analysis: visual analysis of the photographs identified: capsular contracture: in the photo observed two devices with biological tissue, but it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device has been explanted and was not replaced.